Manufacturer narrative:
This MDR was identified as requiring submission during a two year retrospective review. This complaint was opened as a duplicate to submit the MDR due to a pathway error. The initial report number was (B)(4). Failure analysis (fa) received a vela front panel assy, vela diamond. The front panel was installed into a functional vela unit. Fluid ingress was noted visible on panel screen. The unit was powered on in service mode and touch screen unresponsive. Fa duplicated the customer complaint of touch screen inactive. No patient involvement. This is considered a known issue and addressed with an internal action. The vela front panel assy, vela diamond was scrapped.

Event description:
The customer indicated the screen is delaminated. Fluid ingress, inactive touch screen. Per attached warranty form, the device was not on a patient. The issue was found during testing.

Manufacturer narrative:
(B)(4).